Event description:
The customer reported while changing the infusion set and the reservoir due to her high blood glucose, she noticed that insulin from the reservoir was leaking. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.